Event description:
As reported in the survey of an unknown optease filter, respondent #23 indicated the occurrence of a pulmonary embolism in < 30 days. They stated, "it always varies in case of device migration". The respondent also indicated that there was a migration of device of > 20mm. They also stated, "may be due to incorrect sizing" indicating the presence of a thrombosis of the filter. The respondent also stated, "it can appear". The device is not available for evaluation.

Manufacturer narrative:
Complaint conclusion: as reported in the survey of an unknown optease filter, respondent #23 indicated the occurrence of a pulmonary embolism in less than 30 days. The respondent stated, "it always varies in case of device migration". The respondent also indicated that there was a migration of device of > 20mm. They also stated, "may be due to incorrect sizing" indicating the presence of a thrombosis of the filter. The respondent also stated, "it can appear". The product was not returned for analysis and the sterile lot number has not been provided; therefore, no device analysis nor device history record review could be performed. The optease vena cava filter is indicated for use in the prevention of recurrent pulmonary embolism (pe) via percutaneous placement in the vena cava for patients in which anticoagulants are contraindicated, anticoagulant therapy for thromboembolic disease has failed, emergency treatment following massive pe where anticipated benefits of conventional therapy are reduced or for chronic, recurrent pe where anticoagulant therapy has failed, or is contraindicated. The purpose of a vena cava filter is to catch thrombus from the lower extremities as it travels along normal blood flow patterns up towards the heart. Recurrent pulmonary embolism is a known potential complication of filter implantation and is listed in the instructions for use (IFU) as such. Blood clots, clotting and occlusive thrombosis within the filter and/or the vasculature do not represent a device malfunction. Clinical factors that may have influenced these events include patient, pharmacological and vessel characteristics. Inferior vena cava (ivc) filter migration is a known potential adverse event associated with all ivc filter implants and is listed in the IFU as such. Possible causes for filter migration include mega cava, wire entrapment during central venous catheter placement, ¿sail¿ effect (cranial migration) of large clot burden within the filter, mechanical device failure, and operator error. Physiologic causes of migration may result from temporary dysmorphism of the inferior vena cava including bending, coughing or valsalva maneuvers resulting in dislodgment of the filter. With the limited information provided and without images available for review the reported events could not be confirmed or further clarified. Given the limited information available for review at this time, there is nothing to suggest that the reported events are related to the design and manufacturing process of the device; therefore, no corrective action will be taken.